Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal would not deploy properly. Additional information was received on 06aug2025: the heart sath procedure was being performed with a 6 french procedure sheath. The patient was stable. Additional information was received on 18aug2025: the procedure being performed was a heart cath using a 6 french terumo pinnacle. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. The footplate did not deploy, and the device pulled out. The whole device pulled out of the patient during the withdrawing of the device. Hemostasis was achieved by manual pressure. The estimated blood loss was minimal. The patient was stable. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.